Event description:
It was reported that the atrial lead was oversensing far field r waves which caused a high voltage therapy episode. Atrial noise reversions occured after therapy was delivered. The patient tolerated the event and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.